Manufacturer narrative:
The reported complaint of autopulse platform unable to power on was not confirmed during functional testing. However, unrelated to the reported issue, the autopulse platform displayed system error, (latch error 136 - internal parameter corrupted) message. The root cause is due to a defective processor board likely due to aging. The autopulse platform is a reusable device and was manufactured in december 2008 and is 10 years old, well beyond the expected service life of five years. The platform failed the initial functional testing due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering up the device. As part of routine service during testing, the platform was examined and found damaged front enclosure, bottom enclosure and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported issue. The cause for the physical damage was due to wear and tear of the device. The front and bottom enclosures were replaced and sticky clutch plate was deburred to address the issue. Following the service and repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6)-pound patient with good known test batteries for 30 minutes and passed all functional testing criteria and met all required specifications.

Event description:
As reported, during the shift check, the autopulse platform (sn (B)(4)) does not power on when the fully charged battery was used. In addition, the customer used another 3 fully charged batteries for troubleshooting with the same results. No patient involvement.